Event description:
It was reported that the patient underwent an initial left temporomandibular joint replacement. Subsequently, the patient underwent a revision approximately 21 years and 7 months post-implantation due to unknown reasons. The left mandibular and left fossa were removed and replaced. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4) the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.